Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Related manufacturer number: 3006705815-2022-15005. It was reported that patient experienced ineffective therapy. System diagnostics recorded low impedances. Reportedly, patient lost significant weight and x-rays could not locate leads in the implanted location and more imaging is being scheduled. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were replaced to address the issue.